Event description:
It was reported after insertion into the patient, the metal stopcock detached from the hub of the brk needle. A new needle was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.